Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Customer's blood glucose was within range (value not provided). Cause of occlusion could not be identified and may have been related to the infusion set site. Customer changed infusion set site and insulin therapy was resumed.